Event description:
The customer reported that the forceps were layed on the patient's chest and when the handswitching pencil was keyed they saw the forceps burn the patient. No treatment was necessary.